Event description:
According to the reporter, preoperatively, upon setting up of the handle with shell, adapter and load, and as soon as device powered on, the device articulated and fired without trigger. The device articulated again then locked and would not respond. The reload then separated from the adapter by about 1/2. All components were replaced to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Concomitant product: sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6), sigphandle - sig power sigphandle handle, serial# (B)(6), egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown sigpshell - sig power sigpshell control shell, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device lock ring was broken, there was damage to the instrument's adapter lugs, the articulation flag was bent and the device had damaged laminates. It was reported that the reload articulated or straightened on its own during the firing sequence. Upon loading, the reload was not seated properly and/or wobbled with movement of the device. The reported issues were confirmed. The most likely cause were not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.